Manufacturer narrative:
Additional information received indicated that an lv revision procedure was performed and the lv lead was explanted. The lead planend to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged via chest x-ray. It was decided by the physician to not revise the lead and there were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.